Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the screw of the impactor came off and fell into the operational site during impacting the hmrs bone shaft connector piece. The surgeon could remove the screw during cleaning the operational site and the procedure was completed.